Manufacturer narrative:
Block g2: medwatch number is mw5118349. Block h2: additional information: block b3 (date of event), b5 (describe event or problem), e4 (init rptr also sent rep to FDA), g2 (report source), and h10 (additional MFR narrative) have been updated based on the additional information received on june 20, 2023. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment with unknown anatomy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on an unknown date. During the procedure, the clip end was not seated properly on the bushing but instead was tilted to one side. Additionally, the clip was very difficult to remove from the scope and it looks like the control wire was broken. The procedure was completed with another resolution 360 clip. Note: a photo submitted by the customer shows the clip assembly was not seated properly on the bushing but instead was tilted to one side. Additionally, it could be observed that the coil catheter was unraveled. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Additional information received on june 20, 2023: it was reported that the procedure was performed on (B)(6) 2023.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment with unknown anatomy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on an unknown date. During the procedure, the clip end was not seated properly on the bushing but instead was tilted to one side. Additionally, the clip was very difficult to remove from the scope. The procedure was completed with another resolution 360 clip. Note: a photo submitted by the customer shows the clip assembly was not seated properly on the bushing but instead was tilted to one side. Additionally, it could be observed that the coil catheter was unraveled. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.